Event description:
The MFR's rep reported the pt was having withdrawal symptoms. The pt's symptoms included increased tone. The pt's pump was explanted and replace after 47 months implant duration. The reason for the pump explant was given as "near end of life and surgical exploration to diagnose problems." It is unk if device troubleshooting was performed. The pt outcome was described as "satisfactory". The drug contained in the pt's pump was lioresal intrathecal (2000mcg/ml) delivered at a dose of 179 mcg/day. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u will be sent when analysis is complete.